Event description:
It was reported the ipg would not communicate with the programmer during the implant procedure. It was reported another ipg was used to complete the procedure and the replacement ipg would not communicate with the programmer. After the procedure, and outside of the operating room, both ipgs communicated with the programmers. It was suspected the issue was due to electrical interference in the operating room.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.